Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. Litigation papers allege: agonizing pain in his groin, his inner thigh, and his buttocks area and had severe difficulty walking or moving in general. Doi: (B)(6) 2008 left hip. Dor: (B)(6) 2011. Doi: (B)(6) 2009 right hip. Dor: none reported. Patient residence: (B)(6). Update: 12/26/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update 6/17/2013- upon medical record review by a medical professional, a medial fracture was noted. Update 08 aug 2018 com-(B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant records. In addition to what previously alleged, ppf alleges loosening of cup, metal wear, metallosis and elevated metal ions. Also added cup, screw and stem due to allegation of loosening and elevated metal ions. Doi: (B)(6) 2009, dor: (B)(6) 2015 right hip.